Manufacturer narrative:
(B)(4).

Event description:
A patient implanted for non-malignant pain reported via the manufacturer¿s representative (rep) they never received as much relief a s they hoped for. The patient hadn¿t charged their device since at least august and it became overdischarged. A trickle charge was performed for two hours but the issue wasn¿t resolved. The patient had to leave and stated she was making an appointment with the physician to have the device explanted.